Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switch on act button. No ramping numbers noted. Unable to perform the displacement test due to no button response. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states that the act button keeps popping up. The customer said that there is no significant events leading to the keypad issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.